Event description:
It was reported that a needle clog occurred at an unspecified time with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported the needle was blocked."

Manufacturer narrative:
H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. The returned pen needle was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred at an unspecified time with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported the needle was blocked."